Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. (B)(4) inspected the device but could not reproduce the reported phenomenon. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. However, based on the reported phenomenon, it is possible that the reported event occurred because the operation from the front panel became unstable due to the unstable communication between the front panel and the control board (cm board) due to the accidental failure of electronic components of the front panel board. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the air feeding function did not work intermittently, and the front panel flickered intermittently for about 5 seconds. There was no report of patient injury associated with the event.